Event description:
It was reported that the pump got submerged when the patient went into the pool, leading to an error message and a black screen. There was no adverse impact to the customer's blood glucose level. The reverted to an alternate method of insulin therapy.